Manufacturer narrative:
Patient identifier: complete. Sid #: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result generated on the architect c16000 analyzer for one patient. The sample was repeated and the results were normal. The following data was provided: normal patient range is 0.66-1.07 mmol/l. On (B)(6) 2022. Sid #: (B)(6). Initial result = 3.07 mmol/l, repeat result (same instrument) = 0.59 mmol/l, repeat (different instrument) = 0.57 mmol/l. The customer released the magnesium result of 0.59 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The customer observed the cuvette washer nozzles dripping and the customer service representative recommended the cuvette dry tip and peristaltic head tubing be replaced. The customer replaced the parts, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems identified no similar issues related to the architect system, likely cause parts, or discrepant results as described in this ticket. A search for non-conformances was performed and there were no non-conformances related to the current complaint. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect processing module for serial (B)(6) or the likely cause parts was identified.